Manufacturer narrative:
Product ID: 37081-40, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the trial extension and lead were ¿pulled and externalized through the patient¿s skin.¿ this was not noticed until the patient was having their ¿stage 2¿ completion phase. It was noted as the lead had been externalized in a non-clean area, the surgeon had no option but to abandon the planned completion and explant the trial lead and extension fully. It was noted the patient had felt a sharp ¿stabbing¿ sensation approximately 6 days prior. The patient had their wife check the wound site and tested the trial system with an external stimulator and everything was working effectively. The patient did not report the incident to their physician. The externalized lead was not noticed during routine follow up and was also not noticed by medical staff when the dressing was removed prior to surgery. It was noted the ¿pocket¿ for the stimulator had been created prior to noting the issued with the lead and extension. It was planned for the patient to have another lead implant and to connect the stimulator. Patient status was noted as alive with injury. Patient symptoms included pain at the pocket site. Follow up reported the surgery had been scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated the patient was re-implanted with a new lead on (B)(6) 2013 and the on-table testing gave the patient paresthesia similar to that experienced during the original trial period. It was stated the lead was then connected to an implantable neurostimulator (ins) and the patient was educated post-operatively on optimal use. Reportedly, the patient was happy with paraesthesia post-operatively and no further problems were reported.